Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi catheter was selected for use. It was reported that the flushing line was broken. A different catheter was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that during a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi catheter was selected for use. It was reported that the flushing line was broken. A different catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. During visual inspection, the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Functional tests were performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The reported event was confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
The device has been received but analysis has not yet begun. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal supraventricular tachycardia (psvt) procedure, an intellatip mifi oi catheter was selected for use. It was reported that the flushing line was broken. There was no irrigation from the flushing line to the tip of catheter. Although the flow rate was maintained, it couldn't be delivered to the tip of the catheter. No error messages were displayed. A different catheter was used to complete the procedure. No patient complications were reported.